Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from hcp stating that MRI tech called to report that pt had a fall 6 months ago and according to his other doctor the leads moved out of place. Tss redirected pt to managing hcp to discuss and address further as pt is needing lumbar scan done. Caller mentioned pt also has hardware in spine from lumbar fusion.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their leads moved twice. Pt thought the first time the leads moved was back in june and they redid them. On monday pt went to hcp and they did x-rays and discovered the leads moved again. Hcp suggested to use 'a pad that is sutured in' (surgical lead). Pt is supposed to go back to surgeon in (B)(6). Pt also is scheduled to implant a pain pump on december 6th. Pt called to find out whether it would be possible to implant the pain pump and replace the leads with surgical leads at the same time. Reviewed our role, redirected to hcp. Redirected caller: patient's hcp.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.